Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a distal bicep tear repair, after drilling to place the raptormite anchor, it was difficult for surgeon to see where the hole was as he was also retracting to see the area where the anchor would be placed. Then, after bein placed, the anchor came out of the bone. As a result, a new bone hole was drilled and backup anchor was placed for the repair. It is unknown if there was a surgical delay, and no further complication were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device.¿ a risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. With the information provided, the reported inability of the doctor to see where the hole was, cannot be ruled out as a contributing factor to the reported events. The patient impact beyond the additional bone hole cannot be determined with limited information provided. Therefore, no further clinical/ medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.¿ no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.